Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced an adhesive event with an infusion set as the set got ripped off and the tape was not sticking. It was reported that infusion set was ripped off while patient was putting the cover on bed. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.